Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 5076-52 implantable pacing lead, implant date (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and high thresholds. The rv lead was capped and replaced.no patient complications have been reported as a result of this event.